Event description:
Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "hyperglycemia" beginning on (B)(6) 2016 and "damage at the spring the spring and could not be pulled down" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novomix 30 penfill (dual acting insulin aspart) from unknown start date and ongoing due to "diabetes mellitus" and novopen 4 (insulin delivery device) from unknown start date and ongoing due to diabetes mellitus. Concomitant products included - novofine(needle). The patient received treatment with regular insulin during hospitalization. The patient used a new novopen 4 with a new novofine. During using this novopen 4, the patient never left the needle from the pen. The patient had been trained by a pharmacist in the use of novopen 4. The needle was attached straight on to the pen. Before experiencing this event, the pharmacist had checked the cartridge holder and insulin flow. No abnormality was observed. The novopen 4 had been used six days before the event occurred. On (B)(6) 2016, patient recovered from hyperglycemia, and was discharged from the hospital. Action taken to novomix 30 penfill and novopen 4 was no change. The outcome for the event "hyperglycemia" was reported as recovered on (B)(6) 2016. Investigation results: name: novopen 4, batch number: fvg7329-1. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. A batch trend report had been created. Nothing abnormal was found. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal. Since last submission, the case has been updated with the following: reporter's causality. Concomitant product novofine was added and treatment medication. Action taken with novomix 30 penfill and novopen 4. Batch number of novopen 4. Investigation results for novopen 4. Onset date and outcome for the event "hyperglycemia". Manufacturer comment updated. Manufacturer comment: on 01-feb-2017: since no faults were found on the returned novopen 4 and limited information regarding the patient's handling of suspected novopen 4 is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case (B)(4). Reporter comment: reporter's causality assessment was reported as unlikely related to the suspected products. Evaluation summary: name: novopen® 4, batch number: fvg7329-1. (B)(4): visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. A batch trend report has been created. Nothing abnormal was found. (B)(4): the dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia]; damage at the spring and the spring could not be pulled down [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "hyperglycemia" with an unspecified onset date and "damage at the spring the spring and could not be pulled down" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novomix 30 penfill (dual acting insulin as part) from unknown start date due to "diabetes mellitus" and novopen 4 (insulin delivery device) from unknown start date due to diabetes mellitus. Patient's height, weight and body mass index: not reported. Medical history includes diabetes mellitus (type and duration not reported). It was reported that the patient was admitted in the hospital on an unknown date due to hyperglycaemia. Pharmacist investigated the pen and found damage at the spring. The spring could not be pulled down to the cartridge leading to undelivered insulin. Action taken to novomix 30 penfill was not reported. Action taken to novopen 4 was not reported. The outcome for the event "hyperglycemia" was unknown. The outcome for the event "damage at the spring the spring could not be pulled down" was not reported.